Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The account provided three photos of the lens in the lens case base, being held by an ungloved hand, each with varying magnification. The lens has been cut into pieces and is covered in viscoelastic. No specific damage can be discerned from the provided photo. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during intraocular lens (iol) implantation, as the second haptic was leaving the cartridge to enter the anterior chamber, it was torn by the injector. As a result, the iol was implanted but did not remain stable in the correct position, and had to be explanted during the same operation. The surgeon used another backup company lens. The surgeon had lot of inconvenience due to the difficulty in explanting the iol. The increased surgical time led to a post-operative period with more inflammatory reaction and corneal edema. Additional information was requested, but no further information is available.